Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# j10933r53, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient experienced failures of delivery failure, battery failure, pump shocking, and catheter failure. The patient had injuries of failure of therapy pain, continuous shocks resulting in fall and neck injury, and surgery. The date of injury was noted as (B)(6) 2016 - date of surgical revision. The device was explanted in (B)(6) 2016. No further complications were reported.